Event description:
Pt presented with infection, mesh was explanted as part of treatment of infection. No other prosthesis was used to repair defect.

Manufacturer narrative:
The returned explanted mesh has been received and visually examined. The returned mesh was distorted with heavy tissue in-growth and was in a very rigid state. Toward the center of the mesh a cut measuring about one inch was noted. This cut encompassed the recoil ring, however, no recoil ring end was exposed. We are unable to determine when the patch was cut. This is the first complaint received for this lot. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. There is also no way for us to determine what, if any part the patch played in the pt developing an infection by examining the patch. Infection is a known complication of surgery and infection is addressed in the warnings section of the instructions for use for this product. We will submit a follow up report when/if additional info becomes available.